Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery alarm. The customer¿s blood glucose level was unknown. The customer reported that he used a new battery, but the failed battery alarm recurred. The customer was also advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.